Manufacturer narrative:
(B)(4). The product has not been returned to orthopediatrics as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the placement of a response spine construct, a set screw was found to be loose. A fractured screw was also reported. Attempts have been made and additional information on the reported event is unavailable at this time.